Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient was admitted to the hospital due to an infection post a trial procedure. The patient had an epidural abscess and the leads were explanted. Follow up report indicated that the patient was given IV antibiotics.